Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 complaint remediation. It was reported to intuvie that, during routine preventive maintenance (pm) testing of an infusion pump at mckesson, the device was identified as being due for a software upgrade. The pump was subsequently shipped to intuvie for evaluation. Upon investigation, it was found that the pump did not alert for air in the tubing. A review of the device's serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined to be a component issue. The issue was successfully resolved by replacing the air-in-line sensor module. Reference to complaint # (B)(4).

Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our aging compliant remediation. During routine preventive maintenance (pm), the pump failed pressure testing, causing it to instantly alarm for occlusion. A review of the serial lot number history indicated no similar complaints associated with this device. The root cause was confirmed to be a failure of the pressure sensor and the air-in-line sensor module. Replacing these components resolved the issue. CAPA-zm2023-23 has been initiated to investigate the failure. Reference to complaint # (B)(4).

Event description:
During routine preventive maintenance (pm), the pump failed pressure testing, causing it to instantly alarm for occlusion.. There was no patient involvement reported.